Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported following an alarm for ventricular tachycardia, the central station and mobile phones did not provide notifications. The patient was transferred to the ICU. Good faith efforts are being performed to obtain further information.